Manufacturer narrative:
The t:slim g4 user guide states, ¿the t:slim g4 cartridge is contraindicated for use with products other than u-100 humalog and u-100 novolog insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level. Customer's blood glucose (bg) level ranged between 600 mg/dl and 700 mg/dl. Customer addressed bg level by administering a manual injection of humalog and changing pump supplies multiple times. Reportedly, the customer was using admelog insulin. Multiple attempts were made to follow up with the customer; however, no response was received.